Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that myocardial infarction, pleural effusion and cardiogenic shock occurred. On (B)(6) 2018 the patient underwent a successful left atrial appendage (laa) closure procedure. A watchman® access system (was) was used with a 27 mm watchman ® laa closure device & delivery system (wds). The closure device was implanted in the laa. There were no issues during the procedure and the patient was sent to recovery. Later that day, the patient had a myocardial infarction to the right coronary artery due to ruptured plaque. The artery was stented. It was also found that the patient had a pleural effusion which required a thoracentesis. The patient was discharged from the hospital on (B)(6) 2018. The patient returned the next day with cardiogenic shock. At the time of the report the patient had improved, but remained in the hospital in stable condition.